Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the pressure transducer test failed during the pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the nozzle units on the gas modules and filter on inspiratory pressure transducer. Calibrations and functional checks were carried out with approved results. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No parts were returned for further investigation. Therefore, the root cause to the reported issue could no be established by this investigation.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).